Event description:
The customer reportedly obtained a 450 mg/dl on accu-chek advantage system 1 in comparison to the blood glucose result to 202mg/dl on accu-chek advantage system 2. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 2. Reference medwatch for suspect device accu-chek advantage system 1.